Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The application specialist reported a specimen for hcg was processed through the mpa aliquoter and sent in a sample cup to the e601 analyzer. The initial result was 0.881 miu/ml and was released to the physician who questioned the result because of the patient's previous results. The primary tube was repeated on the e170 analyzer where it recovered 2754 miu/ml. The result was corrected in the lis to reflect this. The patient was not harmed based on the initial result. The hcg reagent lot number was 15548403. The field service representative could not find a cause and could not duplicate the problem. He visually checked and observed the operation of the instrument. To verify the analyzer operation, he performed a precision check with results meeting guidelines.

Event description:
Account alleged the pt reported that the head section was elevated to approximately 45 degrees and moved downward to the lowest position. Account reported that there was no injury.

Manufacturer narrative:
Investigation of the event determined the issue might have been caused by an operator handling error. There is no possibility for the mpa to add water to an aliquote as the aliquoter can only pipette out of the primary tube due to an air filled pipetting system. Most likely the water was contained in the aliquot tubes before pipetting started and the serum was added by the aliquoter. A reagent-related issue is unlikely because both the falsely low and the expected results were generated on tests using the same reagent.